Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the variable angle-locking compression plate was used for a distal tibia fracture case. The surgeon proceeded to lock the plate at the most distal parts after locking the second hole from the most proximal region with variable angle screw insertion. When the surgeon tried to lock the 12mm locking screw to the hole located the distal and most radial side, the locking was not in success. After he extracted the screw which was not locked, he tried a 14mm locking screw for a fixed angle insertion, but it would not lock as well. Then the surgeon inserted a screw to the second hole from the most radial side to complete the case. The surgery was extended for fifteen minutes. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device has not been reported to have been implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. No non-conformance reports were generated during production. Review of the device history record for the non-sterile lot number showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.